Event description:
Medtronic received info that this bioprosthetic valve was explanted after less than 3 years implant duration. The local sales rep was told by the physician that the reason for explant would not be released. The valve was replaced with another medtronic bioprosthetic valve with no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Evaluation method: other - device history reviewed. Results: other - device history review found the product met specs when released for distribution. Conclusion: other - cause of event cannot be determined. Analysis: the valve was returned and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing spec for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a supplemental report will be filed.